Event description:
A complete se was being used to treat the right distal sfa. The lesion was moderately tortuous and severely calcified. Device was removed from packaging per IFU. Device was inspected prior to use with no issues noted. Device was prepped prior to use with no issues noted. It is reported that during implantion the stent jumped a little bit. The stent was implanted ok and final result was very good. There was no patient injury

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation code conclusion. Unable to confirm complaint (device or procedural images not provided for review). (Root cause could not be determined). Device not returned -no evaluation will be performed.